Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: printed circuit board failure. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reportable event occurred due to printed circuit board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device power turned on and off repeatedly and the image intermittent image. The issue occurred during set up/ inspection for use. There were no reports of patient harm.